Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient had leakage symptoms returned a day prior to this call. A poor communication with and without antenna was noted. The change in symptom was considered sudden. Two weeks later, the patient further reported that they continued leakage along with operator error. The steps taken to resolve the leakage was that another programmer was sent to the patient. It was indicated that the original programmer had to be reprogrammed. The return replacement programmer was working fine. The leakage symptom was resolved, along with addition of fiber to diet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.